Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. The rse found that the system turned on only after turning on the computer in the technical room manually. The philips field service engineer (fse) visited onsite and upon functional testing, the fse performed host pc diagnostics using pc diagnostic tool and found a faulty cmos battery. To resolve the reported issue, the fse replaced the cmos battery, set the date and time on the host pc and adjusted the time on all workstations. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.